Event description:
Information was received that the balloon does not inflate on the bivona tube. There were no adverse events reported.

Manufacturer narrative:
Other, other text: device evaluation: the sample was received in used condition for evaluation. During the evaluation the reported customer condition was not confirmed. No fault was found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.